Event description:
Complainant alleged that during a routine shift check by a clinician, the device intermittently would not allow manual mode to be selected. Override key switch rotates 360 degrees. The complainant indicated that there was no pt involvement in the reported failure.